Manufacturer narrative:
Additional information / b5: the representative who originally reported the complaint, provided additional clarifying information of the reported incident that indicated, the correct complaint description stated the doctor found that the coating of the coil pusher was off. There was no reported injury, and the patient is fine. Device evaluation: the investigation of the returned coil system found the implant to be slightly stretched, damaged, and deformed; however, the implant was still attached to the pusher upon receipt. Per the event description, "the coil pusher had detachment, resulting in high resistance inside the microcatheter and inability to push". Inspection of the pusher found the lead wires to be separated from the core wire at the middle section; furthermore, the device could not advance through the returned introducer during functional testing, which is consistent with the alleged product issue. The physical evaluation of the device could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing forces over specification. The microcatheter used in the procedure was not evaluated as a part of this evaluation, so the investigation could not determine if it had caused or contributed to the reported complaint. Based on our investigation findings there was no coil detachment malfunction or serious injury; therefore, mvi no longer considers this event a reportable event.

Event description:
It was reported that during a stent assisted coil embolization of a basilar artery tip artery, high resistance was encountered when attempting to deliver the coil through the microcatheter. After two advancement attempts, the protective sheath was returned on the coil and was removed. Upon examination the physician found the coil to be unintentionally detached due to the high resistance inside the microcatheter and the inability to push. The coil was replaced and delivered. There was no patient injury. The patient outcome was reported as normal.

Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was returned to the manufacturer for evaluation. The investigation is ongoing. Upon completion of the investigation, a supplemental MDR will be submitted. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with the use of the device.